Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Patient called and stated that she had a left hip replacement on or about (B)(6) 2008. Patient stated on or about (B)(6) 2018 she started experiencing limited mobility, bone loss, pain and now gets around in a wheelchair.